Event description:
The customer reported questioning sodium (na+) results when they noticed that several patients in a row all recovered the same results of 143 mmol/l from a beckman coulter au400 clinical chemistry analyzer. The customer stated that upon recalibration, slopes failed and the na+ values from qc were unacceptable. The customer indicated that 2 ER patients with erroneous na+ results were released out of the lab, but the ER was notified immediately of the issue and informed not to use the results. There was no affect to patients and no change to patient treatment in connection with this event. Multiple attempts were made to request instrument printouts but were not provided by the customer. With the assistance from the customer technical support, the customer performed as needed bleaching and recalibration of the na+ electrode. The customer stated that the na+ electrode continued to fail calibration and the electrode was replaced by borrowing one from a sister lab. The customer indicated that calibration and qc passed following electrode replacement, and na+ is now functional. Service was not dispatched for this event.

Manufacturer narrative:
Evaluation code - method code - (other): customer technical support assisted the customer with troubleshooting over the phone. Conclusion code - (other): issue was resolved by the customer through troubleshooting with the help of customer technical support over the phone.